Event description:
It was reported that (2) pmw35 were used during a colon resection procedure. It was reported by the affiliate that only one leg of the staples closed. Opened another device to complete the case. There was no consequence to patient.